Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced hyperglycemia event on (B)(6) 2026. The patient went to the emergency room and eventually got hospitalized due to high blood glucose and diabetic ketoacidosis and was treated via manual injection. The patient also experienced nausea thirst.